Event description:
It was reported that after restoring the abacus software database, incorrect compounding orders were pulled when scanning the abacus created labels. This issue was discovered during the compounding process within the pharmacy. This issue was resolved by baxter technical services by having the customer manually increment the order number beyond the last order saved in the abacus database. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the reported event was a software issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. There were no non-conformances associated with the production of this lot number. A CAPA has been opened to address the reported issue. Should additional, relevant information become available, a supplemental report will be submitted. Product not returned for evaluation.